Event description:
Independent repair center: customer alleged alarm will not function and the key failure is the manifold assembly is leaking. Additional malfunction is the power switch has a short circuit.